Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Implant and explant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "occlusion."

Manufacturer narrative:
The valve was returned in the return kit and in an unknown liquid. A visual inspection was performed and revealed that there were no deformities but there was a significant amount of residue on the housing. To proof the penetrability of the valve, a permeability test was performed. This test was carried out at a hydrostatic pressure of approximately 30-40 cm2o in the flow direction. The test results were that the valve was not penetrable. Based on the investigation, the valve did not fail. No further actions are required.